Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that their immulite 2000 xpi instrument (serial number (B)(4)) stopped diluting om-ma (ca 125 antigen) patient samples that resulted above 420 u/ml. The customer performed a look back and identified three patient samples that reported above 400, without dilution, on the instrument serial number (B)(4). The customer informs that two patient samples were processed on an alternate immulite 2000 (serial number (B)(4)) that is no longer at the customer site. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The engineer replaced the sample dual resolution diluter seals and sample valve, decontaminated the substrate bottle and line, and adjusted tube shaker. The instrument was verified and determined to be fully operational. The cause of the discordant om-ma (ca 125 antigen) results in different patient samples is unknown. Siemens completed a follow-up, and the customer informed that the instrument resumed operations post service visit. This event is associated with MDR # 2247117-2019-00086 (filed for date of event: (B)(6)-2019), MDR # 2247117-2019-00087 (filed for date of event: (B)(6)-2019), 2247117-2019-00088 (filed for date of event: (B)(6)-2019), and 2247117-2019-00090 (filed for date of event: (B)(6)-2019).

Event description:
A discordant om-ma (ca125 antigen) result was obtained on an immulite 2000 xpi instrument, on (B)(6) 2019. The initial result was reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The patient sample ID (B)(6) repeated successfully, and the result with an auto dilution was in agreement with a manual (1:10) dilution. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant om-ma (ca125 antigen) result.